Event description:
It was reported that there was noise on the right ventricle (rv) lead. The rv lead was explanted and replaced. During the implant procedure, high thresholds were noted on the new rv lead. Four days post implant, the new rv lead was explanted and replaced. It was also reported that the patient's right side was occluded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed, and no anomalies found. However, there was blood/body fluid on several conductors (not obstructed),the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage. (B)(4): the full lead was returned, analyzed, and no anomalies found. However, there was blood in/on the helix/lobe mechanism.